Manufacturer narrative:
(B)(4). Returned product consisted of an innova self-expanding stent delivery system (sds). The outer shaft, middle shaft, inner sheath and the remainder of the device were checked for damage. The outer sheath was kinked at the nosecone. There was some slight buckling on the outer sheath. No damage was noticed on the mid-shaft. The stent was returned inside the device and was partially deployed approximately 8mm from the markerband. The handle was in the start position. The yellow thumbwheel lock was intact on the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported the stent prematurely deployed in the sheath. A 6 x 120 x 130 innova¿ was selected for a procedure in the superficial femoral artery. Upon placing the device into the sheath, it would not advance. After advancing approximately a couple of millimeters, it would not move any further, so the device was retracted out of the sheath and removed from the patient. It was observed that part of the stent had started to deploy within the sheath. The procedure was completed with another of the same device. There were no patient complications and the patient was fine.